Manufacturer narrative:
E1. Initial reporter address 1:(B)(6). E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine specification. A visual and tactile examination found the hypotube to be kinked at more than one location along its length. This type of damage is consistent with excessive force being applied to the delivery system. The markerbands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the first diagonal of the left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated at 6atm, 8atm and 10atm. However, the balloon ruptured upon fourth inflation at 10atm. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the first diagonal of the left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated at 6atm, 8atm and 10atm. However, the balloon ruptured upon fourth inflation at 10atm. The procedure was completed with another of the same device. There were no patient complications reported.